Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported "machine is not getting on". This is consistent with a device with a failure to power up. There was no reported patient involvement.